Manufacturer narrative:
The device passed displacement test, sleep current measurement, active current measurement and self test. No unexpected power loss alarms or unexpected battery power loss anomalies noted during testing. Multiple unexpected replace battery alerts and pump error 25 alarms were triggered when the lithium backup battery was less than 3.50v for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue. Connector on electrical board was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for a day with the device and functioned properly during testing as shown in the power management graph. The device was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, slightly damaged keypad overlay texture at left edge of overlay and peeling end cap address label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a power loss alarm. The customer's blood glucose was unknown at the time of incident. The pump error was not resolved. The insulin pump will be returned for analysis.